Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. The investigation is on-going, and a follow-up report will be submitted once the evaluation is complete.

Event description:
Customer notified us that patient was a (B)(6) autistic male who did not like the sensation of infusion. As per the customer, the device was possibly tugged on by the patient over the 7 day period of use. Line broke sometime during the night.

Manufacturer narrative:
One l-cath sample was received and evaluated. Breakage was visually confirmed at the area where the strain relief is attached to the dual lumen. The catheter was examined under magnification and a discoloration was noted at the breakage site which is indicative of a tensile force being applied to the catheter. The most probable cause for the breakage issue was most likely related to patient movement which caused excessive force on the catheter and resulted in the breakage. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.